Manufacturer narrative:
One level 1® hotline® 3 blood and fluid warmer was returned for analysis. The tank cover was observed to be cracked and the reflux plug was missing. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on; confirming the alleged fault that the unit was leaking. Based on the evidence, the root cause of the fault was due to the cracked tank cover.

Event description:
Information was received indicating that a leak was reported to a smiths medical level 1® hotline® 3 blood and fluid warmer. It was reported that the leak was coming from the bottom left hand corner. There were no reported adverse effects.